Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including an ipg on (B)(6) 2011. It was reported that the patient complained of fatigue and increased perspiration. The patient stated that he has a cardiac pacemaker and the issues began after he used his magnet to turn off his stimulator. The patient plans to see his cardiologist to evaluate his pacemaker and symptoms. No further information is available at this time.